Manufacturer narrative:
H3: product ID 97755 ; serial#(B)(6) ; product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed twice. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller is dead since this morning. Patient stated the controller went dead when she was charging the implanted neurostimulator. Patient services assisted patient with resetting the controller, patient did not have the ac power cord to complete the troubleshooting steps. Patient service asked patient to plug the controller into the outlet without the battery pack and patient said they did not have the ac power cord with her. The issue was not resolved. Agent recommends patient callback with all the external devices to troubleshoot. Additional information was received from patient stating they followed troubleshooting steps given by previous agent and then they started to charge the implant but the controller did the same thing as before'. Agent reviewed controller would need to be fully charged back up. Pt stated they did the steps again and fully charged the controller but then, they went to charge the implant again and noticed the wire going into the paddle on the recharger was hot (no pt harm reported). Pt asked if something is wrong with the battery pack because the controller just 'went dead' and saw a 'can no longer function' message. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.